Event description:
Caller alleged discrepant inratio results. Results as follows: patient's meter and strips: inratio=5.1. Patient's meter and physician's strips: inratio=1.6. Physician's meter and strips: inratio= 1.6. Tests performed within 1 hour and 15 minutes o each other. Therapeutic range: 2.5-3.5. Patient self tester was trained on the inratio meter today. Physician called with dosage change, however, husband contacted physician's office to verify result on their meter before changing the dose because patient did not show any signs or symptoms of a high inr. Husband state that the sample came out slowly, not indicative of a 5.1 result. The inratio meter was brought to the physician's office to compare results. Both meters used the same strips; physician's strip lot number was not provided. Dose change was not carried out due to re-test using physician's meter and strips.

Manufacturer narrative:
It is indicated tha t product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined. From the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected ad no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformance's were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.